Event description:
During the saphenous vein harvesting procedure, the tunnel kept collapsing with two uniport plus devices. A third unit was used to complete the procedure. The hospital did not report any patient complications.